Event description:
Feedbackdescriptionincustomerwords: there is a bite mark on the probe at the 30 cm mark. Two pts have suffered a tear of the esophagus after examination with the probe.

Manufacturer narrative:
(B)(4).